Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for ventricular tachycardia (vt). The shock accelerated the rhythm to ventricular fibrillation (vf). A second shock was delivered which did not covert, however the rhythm was successfully converted with a third shock. The patient did have some bruising. No adverse patient effects were reported.